Event description:
As reported by navilyst medical distributor in the united kingdom, a 5f valved PICC was removed from a pt because of a split noted in the catheter tubing distal to the suture wing. There were no pt complications. It has been indicated that the used device will be returned to navilyst medical for evaluation.

Manufacturer narrative:
As the used sample has not yet been returned for evaluation, navilyst medical is attempting to obtain the status of the sample as well as additional event information. Upon completion of the investigation into this event, a supplemental medwatch will be submitted. (B)(4).